Manufacturer narrative:
The customer indicated the use of a qualified lens model with a non-qualified viscoelastic. The root cause for the reported cartridge damage may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product has not been returned for analysis. Complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract removal with intraocular lens (iol) implant procedure, a split in the cartridge was observed under the microscope once the cartridge was in the eye. The lens was not implanted; a backup lens was used to complete the case. There was no patient harm.